Manufacturer narrative:
This product is registered as a combination product. UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17381. Related manufacturer reference number: 2017865-2020-17382. Related manufacturer reference number: 2017865-2020-17387. It was reported that the patient presented to the clinic with their implantable cardioverter defibrillator eroding through their skin with signs of infection. The physician explanted the patient's ICD and all leads. The patient was stable throughout the procedure. Three days after the explant procedure, the patient passed away due to unknown causes.